Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Visual inspection of the purge assembly area confirmed a broken blue retainer. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc/flag issue that was resolved by changing the console. No patient harm was reported.